Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive result when testing father with the cue covid-19 test for home and over the counter (otc) use on (B)(6) 2022 (cartridge sn: (B)(4), lot 22677c, reader sn: (B)(4). On the same day, a retest was performed with the cue system and a negative result was obtained. No alternate confirmatory tests were performed. Customer was vaccinated and boosted with no symptoms, but traveled on an airplane for 16 hours 4 days prior to being tested. Customer confirmed cartridges were stored appropriately.